Event description:
The quality administration assistant at the user facility further reported the product problem was found during the middle of a therapeutic myomectomy procedure. No device fragment fell inside the patient. The intended procedure was completed with a different model high frequency resection electrode (wa22507d, lot 10000093487) with no delay. No death or injury to the patient was confirmed.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event from the customer, and the investigation results from the legal manufacturer. The review device history records (DHR) was performed for the affected serial number and showed the device was manufactured according to valid instructions and met all specifications. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The cause of the reported issue is unknown, however, the investigation concluded that the cause was potentially due to wear and tear. The legal manufacturer notes that the loop at the distal end of the electrode can wear out during use and may break, burn, or melt. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The referenced device will not be returned for evaluation because the customer discarded the device after use. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. The cause of the broken loop wire is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (obl) was informed that the customer single-use, high frequency resection electrode loop wire at the distal end broke in the middle of an unspecified procedure, requiring replacement of the product. No death or injury has been reported to olympus.